Event description:
A report was received that following a fusion surgery, non device related, the pt is having trouble charging. A bsn rep analyzed the pt's database and confirmed premature battery depletion. A revision of the ipg has been recommended.

Event description:
A report was received that following a fusion surgery, non device related, the patient is having trouble charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. A revision of the ipg has been recommended.

Manufacturer narrative:
The patient underwent a ipg replacement procedure. The explanted ipg passed visual, photographic imaging and performance tests done. The complaint of the patient having difficulty charging has been confirmed. The analog ic (aic-u1) was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4) rev. Ab). The use of monopolar electrocautery during the patient's spinal fusion surgery resulted in the reported complaint.